Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer report number: 1627487-2022-04754. It was reported the patient lost effective coverage due to the s1 lead migrating and ineffective stim at the t12 drg lead. The patient underwent surgical intervention on (B)(6) 2022 where the lead s1 lead was replaced and an additional t12 lead was added restoring therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.